Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging the ipg approximately three months ago, and subsequently, lost stimulation. An sjm representative confirmed the ipg was no longer able to communicate with external devices. It was reported the ipg appeared to be tilted in the pocket. Thereafter, the ipg was explanted and replaced. Effective stimulation was restored post-operative.